Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the connector pin measuring 15.5 cm was returned for analysis. Final analysis found insulation degradation at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.